Event description:
The customer reported approximately 1 ml of fluid was leaking from the top of the aspiration pump in the lh750 analyzer. The leak was contained. The customer also stated the instrument was not aspirating in both modes. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event

Manufacturer narrative:
The field service engineer (fse) confirmed the leak was from a broken connector on top of the aspiration pump. The fse replaced the connector resolving the leak. Upon recur; the failure mode identified is likely to generate flagged, un-flagged, or non-numeric results for all parameters due to an incomplete aspiration of the sample. (B)(4).